Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected and replace battery now alarm. The customer¿s blood glucose level was 2.6 mmol/l at the time of the incident. Customer experiencing low blood glucose. Customer's current blood glucose is 8.8 mmol/l. Customer's other blood glucose was 2.9 mmol/l, 3.6 mmol/l, 5.6 mmol/l, based on customer report customer does allege pump was over delivering. Customer state that insulin pump had replace battery now without a low battery warning. The insulin pump will be return for analysis.

Manufacturer narrative:
Unable to perform displacement test, occlusion test, delivery accuracy test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within spec. No unexpected battery power loss noted during testing, however unit received with power error due to j6 connector resistance issue. Device passed selftest, rewind, seating, basic occlusion test and force sensor test.